Event description:
The customer reported receiving an incompatible scope error e315 during pre-use inspection involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.